Event description:
It was reported that the subject device had an image failure, lines on the image, a loose contact, and a b30 error. The issue was found during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure image failure, loose contact (error b30) was confirmed. However, the reported failure for lines could not be confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lg-bundle of the video cable section was broken and therefore the light transmission was too low or lost. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.